Event description:
It was reported that the cable tensioner did not function properly during use in surgery. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: visual review identified a broken retaining pin. Functional evaluation found the instrument able to fully tighten, in excess of +70 lbs. Unable to replicate customer concern; after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The instrument appears to be capable of performing its intended function.